Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the physician told the patient that the right atrial (ra) lead is ¿either twisted or broken.¿ the patient is scheduled for follow-up to discuss a possible ra lead revision. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s ra lead exhibited undefined high pacing impedance due to a fracture. The ra lead was capped and replaced.